Event description:
After placement into the patient, there was no image from the ivus catheter. The catheter was removed and replaced with no harm to the patient. Clinical site notified mfg rep directly. Manufacturer response for intravascular ultrasound catheter, volcano eagle eye platinum rx? (Per site reporter). Clinical site notified mfg rep directly.